Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "we request the latest infusion histories of the pump, the medication of the pump was infused in half the prescribed time, we need to check whether the problem was operational or with the pumps."